Event description:
On (B)(6) 2014 the lay user/reporter, the patient¿s wife, contacted lifescan to report the onetouch ultramini meter was giving inaccurately high readings. On (B)(6) 2014 the sr. Medical surveillance specialist spoke with the reporter to obtain and verify information. On an unspecified date in (B)(6) 2014, in the late afternoon, the patient obtained the blood glucose readings of 500 mg/dl and 300 mg/dl on the reported meter, which he claimed were inaccurately high compared to his expected values. Earlier that day, prior to these readings, the patient had taken his usual meals and diabetes medications. The patient manages his diabetes with novolog insulin taken on a sliding scale and lantus insulin once per day. Based on the elevated meter readings, the patient took an increased dose of novolog insulin, specific dose not provided. A few minutes afterwards, the patient experienced the symptoms of shaking, sweating and nausea and he felt hypoglycemic. The patient¿s wife gave him maple syrup to eat, and he felt better afterwards; he did not seek any medical attention. On (B)(6) 2014 the patient had a scheduled physician¿s office visit during which his blood glucose level was tested to be 110 mg/dl using the hcp meter. The patient received no treatment or change in his diabetes medication regimen. The patient allegedly suffered symptoms suggesting severe hypoglycemia after taking an increased dose of insulin based on elevated meter readings, and received treatment with food. Therefore this complaint is being reported.

Manufacturer narrative:
Date of birth: not provided. Date of event: not provided. Meter serial #: not provided. Test strip lot#: not provided.